Event description:
One touch ultra test strips were peeling and they had been unable to test their glucose. It is unclear if this was upon strip insertion. The medical affairs specialist called to speak with the patient to confirm the information. The patient stated, "I have told you all I want to tell you, it just doesn't work." Request to speak with the family member was denied. The customer care representative stated that the patient had symptoms of feeling dizzy, hallucinating and was dehydrated. The paramedics were called and the patient was taken to the hospital. No readings are reported. The patient was treated intravenously. It is unknown how long the strips had been an issue, if other vials had been tried or if the patient attempted testing the day of the incident. The patient did not have control solution to perform troubleshooting. Though the patient did go to the hospital, with no readings available, and no information on the hospitalization the issue is reported as a product malfunction. The meter and test strips were replaced and return is expected.